Manufacturer narrative:
Citation: barth et al. Prognostic benefits of early vascular surgical intervention in patients with major peripheral vascular complications following transcatheter aortic valve implantation. Hellenic j cardiol. 2024 may-jun:77:1-12. Doi: 10.1016/j.hjc.2023.08.007. Epub 2023 aug 21. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the benefits of early vascular surgical intervention in patients with major peripheral vascular complications following transcatheter aortic valve implantation. The study population included 494 patients with a mean age of 81 years who were predominantly male. Multiple manufacturer¿s devices were implanted in the study population; 89 patients were implanted with a medtronic corevalve or evolut r transcatheter valve by way of a delivery catheter system. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, complications that likely occurred during valve delivery included: aortic dissection, perforation, pericardial tamponade, severe bleeding requiring transfusion, valve positioning to the targeted location, and access-related vascular complications (hematoma, arterial dissection, pseudoaneurysm, thrombotic occlusion resulting in acute limb ischemia, fistula). Among all patients , complications that likely occurred after valve deployment included: moderate to severe aortic regurgitation, major vascular complication, valve migration, coronary obstruction, and compromise of mitral valve prothesis. No further information was provided pertaining to medtronic products.